Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during an endobronchial ultrasound transbronchial needle aspiration (ebus-tbna) using the subject device, the following event occurred. The needle snapped off in the handle and couldn't be retracted back into the sheath. The user retrieved the endoscope including the device from the patient with the needle of the device protruding out the endoscope since the sheath of the device couldn't be moved. There was no patient injury reported.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. This event has already occurred in the past. Based on the result of a previous similar complaint investigation, it is possible to predict the cause of the reported event. Therefore, it was determined that the investigation by using equipments of similar structure or similar equipments was not necessary. It is probable that the event pointed out occurred because the needle tube buckled due to a bending load applied to the needle tube during removal from the tray, pre-use inspection, insertion/removal from the scope, etc. However, the exact cause could not be determined. The above device handling has warned in the instruction manual.